Manufacturer narrative:
No product was returned for evaluation. We are unable to assess product condition or to determine if any malfunction could have contributed to the reported allergic reaction and irritation. No lot qualification records or sterility records were reviewed, as a product lot number was not provided. The omnipod user guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin."

Event description:
The customer reported that her health care provider prescribed a hydrocortisone cream (clobetasol) for an allergic reaction she had to the pod adhesive. She did not report a specific device or site.